Event description:
It was reported that at the end of the initial implant procedure, the device was unable to be interrogated using radio frequency (rf) telemetry. Abbott technical support was contacted and the firmware was re-installed to resolve the event. The patient was in stable condition.